Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as onset of the peritonitis and was treated with cefazoline (intraperitoneally, 2 grams per day, duration not reported) and gentamicin (intraperitoneally, 80 milligram per day, duration not reported). Twelve days after onset of treatment, cefazoline and gentamicin therapy was discontinued and the patient was discharged from the hospital and had recovered from the event. It was not reported if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.